Event description:
On (B)(6) 2012, it was reported that the physician's handheld was not working and was frozen. Follow up found that the handheld was freezing on the "interrogation successful" screen repeatedly. The physician took the flashcard out of the handheld and reseated it, which resolved the frozen screen; however, the handheld continually froze at the same screen while trying to interrogate. The physician had another working handheld in the office, so no patients were affected. The handheld is pending return for product analysis.

Event description:
Follow up with the physician's office found that the handheld had been discarded as they did not realize it needed to be returned.